Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed calibration error. The customer's blood glucose was 516 mg/dl. The customer declined troubleshooting for the high blood glucose, advising that she had already treated for it. The customer stated that if the blood glucose did not lower, she would change the insertion site out. The customer also stated that she experienced issues with the sensor and had to change the sensor out. The customer's blood glucose during the sensor issues was over 300 mg/dl. Customer was advised that the sensor may have been malfunctioning and was advised to change the insertion site. The customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.